Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was experiencing discomfort at her scs ipg pocket site which occurred regardless of stimulation. As a result, the scs ipg was relocated. The patient is in "good health" and no further issues were reported following the procedure.